Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the replacement device resolved the issue.

Manufacturer narrative:
H3: analysis of the communicator found no anomalies were visually observed. The communicator passed the battery charging bench test. There was an indicator light issue (failure under load). The device was then taken out of service and scrapped. It was stated that while performing service, the device was charged and it did not turn on. The tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated this morning, they wanted to use their equipment, what the agent understood as requesting a bolus, but it didn't work. The patient stated they had an issue with connecting and were seeing a screen on the handset that said to switch communicator. The patient stated then they turned the handset off and back on, and the handset was charging, but the communicator was not taking a charge. The patient stated early this morning, the orange light did not come on but there was a really light green on the indicator light section that would flash off and on, but now no indicator lights were coming on at all. The patient confirmed the outlet they were using was active, but they still had tried different cords and outlets without resolution of the issue. The issue was not resolved. A request was sent to repair to replace the communicator. When the agent inquired pump medication, patient stated dilaudid and did not provide further.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.